Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver functional test: passed. Receiver pairing test: passed. A review of the receiver logs was performed but does not reflect the full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.